Event description:
Analysis of the handheld was completed on 08/18/2014. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 08/18/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician's handheld serial cable connection was not good and caused intermittent communication problems. It was reported that the serial cable was not abraded. The site had another programming system and indicated that a new programming computer was not needed. The handheld and flashcard were received for analysis. Analysis is underway, but has not been completed to date.